Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the keypad of the insulin pump had motor error. The customer¿s blood glucose level was unknown. Customer also reported that the insulin pump rejected batteries, had crack on the casing of the insulin pump, and was slower and louder to rewind. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No motor error alarm or rewind anomaly noted during testing. The motor was tested outside the device and passed. Device had cracked case at display window corners, cracked reservoir tube window, cracked case at reservoir tube window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.